Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with drinking juice and eating a cupcake. Customer will be returned device for analysis.

Manufacturer narrative:
Inspected one random partial opened and used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test. Sensor failed per specifications due to low readings. Unable to confirm insertion or needle complaint due to customer return sensor no needle.